Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was opening and found no issue. A field service engineer inspected the matrix drawer and verified that it was functioning correctly. Multiple open and close drawer tests were conducted using the pyxis diagnostic and pyxis application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not closed properly. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.